Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient fell and since then stimulation felt like it was surging. Overstimulation and uncomfortable stimulation were reported. The patient was to call the doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.